Event description:
A malfunction was reported by the caller concerning the tandem pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions to reset the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any issue reappears, which the caller understood.